Event description:
A us distributor contacted zoll to report that a patient passed away in the hospital while wearing the lifevest on (B)(6) 2022. Review of the download data, indicates the patient received three appropriate treatments during vf. At 14:06:34, the patient received the first appropriate treatment. The patient's rhythm at the time of the treatment event was vf with motion artifact. The patient's post-shock rhythm was asystole with unconducted p waves. At 14:07:08, the patient received the second appropriate treatment. The patient's rhythm at the time of the treatment event was vf with motion artifact. The patient's post-shock rhythm was vt at 130 bpm with motion artifact. At 14:07:38, the patient received the third appropriate treatment. The patient's rhythm at the time of the treatment event was vf with motion artifact. The patient's post-shock rhythm was asystole with motion/tactile artifact and electrode lead falloff. From 14:09:23 to 14:13:56, the patients rhythm was asystole with intermittent cardiac activity and CPR/motion artifact. The electrode belt was disconnected at 14:23:38. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy.

Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.